Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had stimulation to help with pain in his stump, but it was not helping anymore and had been creating a new pain. It was noted that this began in (B)(6) of 2016. The patient also had to go to the emergency room in (B)(6) of 2015 for his blood pressure and thought that was because stimulation was too high. The patient also had issue with his prostate that began in (B)(6) of 2016 and also thought it was related to stimulation being too strong. The patient was to follow-up with a health care professional (hcp). Additional information received from the hcp on 2016-mar-21 reported that the patient had not contacted them about any issues. Additional information was received from a consumer on 2016-mar-28. It was reported that the consumer wanted to reach a manufacturer representative. The patient¿s stimulator was not working correctly. The patient had to sit with his back leaning against a pillow in order for the stimulation to work and help his nerve pain for his artificial leg. The consumer reported that the issue had occurred since probably christmas. Additional information was received from the patient on 2016-mar-30. It was reported that the patient had a loss of therapy. The patient had the device adjusted on (B)(6) 2016 and it was not helping with the pain like he would like it to. The patient always adjusted the device with his prosthetic leg on and when he takes the leg off at night to go to bed it is a different feeling. The patient was to follow-up with a hcp.

Event description:
Additional information was received from the patient. It was reported the circumstances that led to the issue was that the patient had no instructions on how to set it. The step taken to resolve the issue was that the patient saw a manufacturer representative and she set it, but the issue had not been resolved.

Event description:
Additional information from the consumer reported the groups were changed to help resolve the stimulator not working and not helping pain. The stimulation issues and related symptoms were not resolved and they were unsure if it would work on their stump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.